Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke off in patients arm with bd safetyglide¿ hypodermic needles 23g x 1". It was immediately removed. The following information was provided by the initial reporter: it was reported by the consumer the needle got stuck in the patients arm but was immediately taken out.

Event description:
It was reported that the needle broke off in patients arm with bd safetyglide¿ hypodermic needles 23g x 1". It was immediately removed. The following information was provided by the initial reporter: it was reported by the consumer the needle got stuck in the patients arm but was immediately taken out.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle broke off in patients arm with bd safetyglide¿ hypodermic needles 23g x 1". It was immediately removed. The following information was provided by the initial reporter: it was reported by the consumer the needle got stuck in the patients arm but was immediately taken out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 01-mar-2022. H6: investigation summary: one sample was provided to our quality team for investigation. Through visual inspection, it is observed that the canula was completely missing from the needle assembly which was a non-conforming condition per product specification. Potential root cause for the needle defect is associated with the needle supplier's manufacturing process. The sample was sent to the needle manufacturing site for further investigation. . A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Further investigation was performed at needle manufacturing site. Based on the investigation and with the sample analysis the symptom reported by the customer is confirmed.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the needle broke off in patients arm with bd safetyglide¿ hypodermic needles 23g x 1". It was immediately removed. The following information was provided by the initial reporter: it was reported by the consumer the needle got stuck in the patients arm but was immediately taken out.